Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-nov-2022. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criterion for suppressed results but the sample size was too small (<17) to assess points outside total allowable error. No deficiency has been identified.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-oct-2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit result of 50% on a patient with cardiac arrest. There was no patient information available at the time of this report. (Method; collect/tested; time; hgb(mmol/l); hct(% pcv); sample) I-stat 1, (B)(6) 2022, 1:05, 17, 50, a. Beckman, (B)(6) 2022 , ni , 11, 34, a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.